Event description:
Initial info received by from a physician via sales rep in early 2006. A pt (age and gender unspecified) who received treatment with hyalgan (hyaluronate sodium) experienced a pulmonary embolism one to two weeks after receiving two injections of hyaluronate sodium. At the time of this report, the pt had recovered and was discharged from the hosp. No further details available. Additional information received from the treating physician six days later. A female pt who received treatment with hyalan (hyaluronate sodium) experienced a pulmonary embolism one to two weeks after receiving two injections of hyaluronate sodium. The pt was hospitalized for an unspecified period of time and corrective treatment was not specified. At the time of this report, the pt had recovered and was discharged from the hospital. No further details available. Additional info will be provided when available. Corrective treatment: unk.